Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of less than 30 mg/dl, resulting in a car accident and customer to sustain scratches. Customer believes the cause to be related to pump basal settings. Bg was treated with intravenous dextrose and glucagon. Reportedly, customer left the ER 2 hours later with the issue resolved and no permanent damage.